Event description:
It was reported that the customer was in the intensive care unit with diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was in the hospital for a week and he was released when the ketones went down. The mother mentioned that the insulin pump was not delivering insulin even though it appears that it was delivering. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, and basal rates were correct. Reviewed the alarm history and found multiple button error alarms. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.